Event description:
The facility reports they were moving the resident from the wheelchair to the bed when the strap broke broke and the resident fell to the floor. The resident suffered a right knee fracture and complained of pain all over.